Event description:
It was reported via repair work order that the litter was leaning due to bent jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.